Manufacturer narrative:
The event unit is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: laparoscopic oopherectomy. Detailed description of event: when the bag was deployed, and came out of the introducer, the bag itself wasnt attached to the metal prongs. A second bag was deployed with the same outcome. Patient status: patient is fine, and completely unaffected. Type of intervention: na.

Event description:
Name of procedure being performed: laparoscopic oopherectomy. Detailed description of event: when the bag was deployed, and came out of the introducer, the bag itself wasnt attached to the metal prongs. A second bag was deployed with the same outcome. Patient status: patient is fine, and completely unaffected. Type of intervention: na.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Engineering observed that the tissue bag was not attached to the metal supports, which confirmed the complainant¿s experience. Based on the event description, it is likely that retraction prior to full actuation caused the bag to fall off the supports. Per the instructions for use (IFU), the customer should "hold the inzii retrieval system in an upright position and push the thumb ring forward to deploy and advance the rim of the bag into the body cavity. The thumb ring must be pushed completely forward until it has reached its advancing endpoint, which is indicated by a stop. Do not retract prior to full deployment."